Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No missing segments display during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had solid white display. Customer¿s blood glucose level was unknown at the time of incident. Customer advised the insulin pump will need to be replaced. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for the analysis.